Manufacturer narrative:
The device is not available for evaluation, however, a photo sample is available; investigation is not yet complete. Section e1 - ext. (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch with list number in which the customer reported that drug leaked from the cassette during patient infusion. No harm was reported as a consequence of this event.

Manufacturer narrative:
Received one used primary plum set for inspection on 11/21/23. No visual damages or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.